Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.1 invalid cubie and device not detected. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from the another medstation located in the area. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 invalid cubie and device not detected due to component. Field service engineer replaced the defective row board cable and cleaned debris from under cubies to resolve the issue. The system functioned as intended after the field service engineer serviced the device.